Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is experiencing shortness of breath with physical activity. Loss of capture on the atrial channel was identified at the patient's first follow up visit post implant. The root cause has not been identified and the patient was referred for an atrial lead revision. The lead remains implanted at this time. No adverse patient effects were reported. Additional information was received that a lead revision was performed. Efforts were unsuccessful to implant a replacement lead. The subclavian vein puncture was performed to introduce the lead; however, the needle inadvertently entered an artery. Therefore, the physician decided to reposition the existing atrial lead. Stable threshold measurements were reported, and the revision procedure was completed without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is experiencing shortness of breath with physical activity. Loss of capture on the atrial channel was identified at the patient's first follow up visit post implant. The root cause has not been identified and the patient was referred for an atrial lead revision. The lead remains implanted at this time. No adverse patient effects were reported.